Event description:
Information was received from a patient regarding an external device to an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated it was taking a "long time" to connect to their pump and they need a new communicator. The patient stated they also have to retry a couple times when trying to connect. The manufacturer's patient services specialist (pss) asked when this issue started and the patient stated "a few months ago". The patient confirmed they were able to connect with the handset and communicator. The patient was getting "not found" but then was able to connect and to deliver bolus. The patient will call back if they continue to have connection issues. Pss reviewed general troubleshooting with patient and turned airplane mode on and off. Pss also assisted patient with adjusting time of handset. The patient also mentioned sometimes when they do get connected seeing a lockout time longer than their normal lockout time 3 hours. Pss showed the patient where to find their lockout times that their doctor had programmed and how to find out why they were being locked out for longer times than usual. Additional information was received from the patient who reported that they believed they needed a new communicator. The patient stated that they were having telemetry issues. The patient would chronically ¿see pump not found and a message that the app was not responding.¿ during the call, the patient encountered pump not found then encountered not found (communicator). The issue was not resolved through resetting the communicator, relaunching the app, or resetting the bluetooth. A replacement communicator was requested from the repair department due to the chronic telemetry issues. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.